Manufacturer narrative:
The hydrus microstent was returned to the manufacturer for evaluation. The device was decontaminated and subjected to visual inspection, dimensional analysis, and functional testing. Microscopic visual inspection of the microstent and delivery system revealed no damage or visual defects and the device met all dimensional specifications. Repeated simulated use testing was performed on an eye model and the device functioned as intended during advancement, release, recapture, and retraction. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. The device met specifications and the reported issue (implant not releasing from the delivery system) could not be replicated. According to the medical consultant, the patient's hypotony was related to the tissue damage sustained during attempted hydrus microstent implantation. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. Surgical techniques potentially related to this event were reviewed with the surgeon and additional proctored cases were completed successfully. Hypotony and cyclodialysis are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
The surgeon reported experiencing difficulties while attempting to implant a hydrus microstent in a patient's right eye on (B)(6) 2019. Upon initial placement, a small amount of bleeding was observed. After what appeared to be a successful implant delivery to the desired position, the surgeon removed the cannula away from the microstent site; however, upon examination the microstent was found attached to the delivery system. The microstent was fully retracted into the cannula and re-implanted one clock hour away. The microstent would not release after what appeared to be another successful delivery. When removing the cannula from the implant site, the microstent remained attached to the delivery system. When the surgeon attempted to retract the microstent it would not retract. The delivery system was removed from the eye with the microstent extended out of the cannula. When preparing the device for return, the microstent released from the delivery system. The device was returned to the manufacturer for evaluation and no hydrus microstent was implanted in this patient. On (B)(6) 2019, ivantis was informed that this patient presented with hypotony at the one-week postoperative visit. The case was referred to a medical consultant, who provided the following analysis on december 5, 2019. Description of reported issue: the surgeon initially attempted to implant the hydrus microstent and retracted the device due to insufficient placement. The surgeon incised the trabecular meshwork again and deployed the hydrus to a hard stop, but the side interlock would not release. The surgeon then removed the deployed hydrus from the eye with the side interlock still attached. The surgeon elected to implant a first-generation istent. The surgeon reported that the patient's iop was 6 mmhg on postoperative day one and 1 mmhg at the one-week visit. The surgeon reports there is a myopic shift, but there is no blood or hyphema present. Consultant description of issue: following cataract extraction with intraocular lens implantation, the surgeon encountered an intraoperative challenge in which the hydrus microstent would not release from the interlock or retract back into the delivery system following complete deployment into schlemm's canal. Due to these circumstances, the surgeon decided to remove the hydrus microstent from the eye while still attached to the delivery system. The surgeon elected to implant a first-generation istent in an area with an intact trabeculum. At the one-week postoperative visit, the patient had an iop of 1 mmhg, reduction of vision, and exhibited a myopic shift with manifest refraction. The surgeon was unable to perform gonioscopy due to the lower iop and mild anterior displacement of the lens-iris diaphragm. There was no wound leak and the fundus was devoid of choroidal effusions. Consultant recommendation: given the early time course, it was recommended the patient continue with conservative medical management with topical steroids and a cycloplegic agent. Upon follow-up, it was reported that the patient's hypotony had resolved. At last examination (around december 11, 2019), the patient's iop was 14 mmhg and the patient was improving. Additional information has been requested.